Manufacturer narrative:
It was not confirmed if the bruising occurred on the patient's upper arm or their forearm, as the patient stated they had taken readings below their elbow due to a previous surgery. The device associated with this incident was not returned for investigation. Should this device be returned, a supplemental report will be filed to document the results of the investigation.

Event description:
The patient reported that their blood pressure monitor's cuff caused bruising.